Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg valve tb 100cm separation other component no leak we're finding that the piece of this extension that twists up onto the catheter has been falling off. This is now happening for the second time. Before use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 3 physical samples submitted for evaluation. The reported issue of separation other component ¿ no leak was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no defect was found in the samples provided. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.